Event description:
The patient underwent a aaa repair with endovascular stent graft in 2007. Some time post op, the pt spiked with a 103.5 temp fever. Cultures were negative. The fever resolved.

Manufacturer narrative:
This event is currently under investigation.